Manufacturer narrative:
A field service engineer (fse) was dispatched to assess the unit onsite. The fse was unable to detect the reported odor, however, the fse proceeded to replaced the oil mist filter and catalytic converter. The unit was confirmed to meet specifications and was returned to service.

Event description:
A customer reported an event of "odor" emitting from their sterrad® nx sterilizer. There is no report of injury or harm associated with this event. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The fse also replaced the vacuum pump oil to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.